Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product was packaged in a different outer packaging and labelling was functioning differently than the original product. As per the follow-up information received 08aug2024, the patient's wife felt that the product changed as the packaging was different. The issue with the product was that the wife (carer) felt that the bardia bag in the new package had a weaker section at the top of the port that made the bag kink at night. As a result, the carer felt exhausted as they were up every 2 hours during the night adjusting the bag to encourage drainage when kinked. They knew that the carer had spoken to 2 representatives about this issue, who had reinforced to the client/carer that the product had not changed despite the change in packaging. The issue was with all the new packaged barida products. The carer continues to use the product despite being offered alternatives as they feel bardia is the best brand. They had no issues with bags prior to new packaging.

Event description:
It was reported that the product was packaged in a different outer packaging and labelling was functioning differently than the original product. As per the follow-up information received 08 aug 2024, the patient's wife felt that the product changed as the packaging was different. The issue with the product was that the wife (carer) felt that the bardia bag in the new package had a weaker section at the top of the port that made the bag kink at night. As a result, the carer felt exhausted as they were up every 2 hours during the night adjusting the bag to encourage drainage when kinked. They knew that the carer had spoken to 2 representatives about this issue, who had reinforced to the client/carer that the product had not changed despite the change in packaging. The issue was with all the new packaged barida products. The carer continues to use the product despite being offered alternatives as they feel bardia is the best brand. They had no issues with bags prior to new packaging.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.